Event description:
The customer returned the gastrointestinal videoscope to the service center for air leakage from angulation control knob. During the device analysis, foreign material inside nozzle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.